Event description:
It was reported the patient developed an infection at the lead site. As a result, the patient's lead was explanted, and the patient's wound was dressed, and given oral and IV antibiotics to address the issue.

Manufacturer narrative:
Patient weight was inadvertently omitted in initial report.

Event description:
Follow up revealed that the patient's infection has resolved over time.